Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three perclose proglide devices, referenced, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using four proglide devices via a 6fr sheath, after a peripheral interventional procedure. Reportedly, the foot plate of three proglide devices was difficult to retract; however, could be partially retracted and removed from the patient anatomy. The foot plate of the fourth proglide device failed to retract. A cut down was done to remove the proglide device from the patient anatomy. A surgical suture was used to close the artery and achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Testing was successfully performed on the returned unused, sterile devices with no malfunctions observed. The foot on the devices were successfully deployed and retracted with no issue observed.